Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient reported that the pump was alarming or beeping. The patient wanted to know if the alarm would do anything to the patient¿s health or the pump itself. The pump ran out of medication on (B)(6) 2015 (the pump was empty). The health care provider (hcp) and insurance had been fighting back and forth and did not want to pay the price. The hcp refilled it two times before the insurance and hcp ¿got into it.¿ the patient was discharged and sent to a new hcp who ¿doesn¿t fill pumps.¿ the patient was ¿stuck¿ with the pump in them, and the alarm was going off every 15 minutes. The sound was consistent with the device alarms. The patient was given oral medication (oral morphine with sulphur and time released morphine) on (B)(6) 2015 and stated ¿it is not the same.¿ the patient was having some withdrawals from not having the pump medication. The patient had diabetes and other medical conditions diagnosed in 2004. The patient was seeing his primary care physician on (B)(6) 2015 for a regular appointment regarding diabetes and other medical conditions, and he hoped to get a referral to another pump hcp. The patient was also taking oral gabapentin. The indication for use was spinal pain. The pump was delivering clonidine at 400mcg/ml and 93.9mcg/day and morphine at 30mg/ml and 7.004mg/day. The lot numbers were unknown. Actions/interventions taken to resolve the issue were unknown. The patient¿s outcome was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.